Manufacturer narrative:
Received one device. The customer reported issue was able to be replicated through air detector test. The cause of the reported issue was damaged air detector. The reported issue was resolved by replacing the air detector. Upon further investigation, found that the downstream occlusion sensor (dso) seal was delaminated. Dso seal replaced. Performed downstream occlusion sensor (dso) /upstream occlusion sensor (uso) sensor calibration and the device passed all functional and delivery tests performed after repair activities were completed. Software updated and device reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the air in line detector was unresponsive. The event occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.